Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical fluid warmer had a pressure chamber that was defective. The unit continually inflates and the dial will not come back to 0. There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Visual inspection see pressure gauge needle stuck at 100 mmhg, when turned on the pressure, the needle went over 300 mmhg into middle of the red marker. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.